Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported a door latch breakage issue. The customer reported this issue to bd during site visit. This site visit was requested by the customer to assess the hospital's current practice and plan for next steps to improve nursing interoperability adoption and best practices, which will ultimately achieve the goal of increasing patient safety. The information on patient involvement is not known.

Manufacturer narrative:
The root cause for the reported issue of an site visit report - door latch breakage was not determined. The reported issue that there was an site visit report - door latch breakage could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported.

Event description:
It was reported a door latch breakage issue. The customer reported this issue to bd during site visit. This site visit was requested by the customer to assess the hospital's current practice and plan for next steps to improve nursing interoperability adoption and best practices, which will ultimately achieve the goal of increasing patient safety. The information on patient involvement is not known.